Event description:
It was reported that the (B)(4) adapter separated from the patient connector of the transfer set. This occurred during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. Same patient as cmplnt-(B)(4).